Event description:
Related manufacturer reference number: 2017865-2023-93152. It was reported that the pacemaker was explanted and replaced and the right ventricular (rv) lead was capped and replaced on (B)(6) 2023, both for an unknown reason. No other information was available.

Manufacturer narrative:
Further information requested but was not received.